Event description:
Medsource received feedback from our customer stating that: provider had inserted the needle/cathlon in vein, flash detected, started advancing catheter and removing needle. After needle was removed, catheter could not be advanced further to properly place cathlon. When provider went to remove cathlon, it tugged at the skin and finally came out with the end looking busted open. Additionally, they stated that they were not able to get fluids to flow through the product. Due to the possibility of catheter fragments remaining in the vein from the appearance they described in the complaint, it was determined that this was a reportable event.

Manufacturer narrative:
The product was not available to be returned for evaluation. A follow-up MDR report will be filed once we have received the results of the investigation that is being performed on the retention samples for that part and lot number.